Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was last able to use stimulator "6 months to a year ago" and therefore, there was a low battery. When it was attempted to increase program, which utilized electrodes 0+3, at approximately 5.4mv, the patient reported he felt a sudden jolt. An impedance check was performed and showed >4000 for all electrodes when compared to number 4, as well as when referred to electrodes 0+7. Additional information received reported that the patient had redness and tenderness at stimulator pocket for "around 3-6 months." The area was noted by a hcp to be reddish to purple, warm to the touch with dryness and skin flaking noted in the center of the area. The patient was put on antibiotics and referred to a hcp for a potential pocket revision with battery replacement.